Event description:
The insulin pump alarmed motor error and deleted all of the settings. Customer stated that the insulin pump delivered all the insulin. The blood glucose reading is 250 mg/dl. Customer is unable to rewind the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.